Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080029) on 19-oct-2018. The most recent information was received on 13-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") and uterine leiomyoma ("multiple fibroids") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 11 months 12 days after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criterion hospitalization), migraine ("migraines"), hypertension ("high blood pressure") and pelvic pain ("pelvic pain"). On (B)(6) 2009, the patient experienced medical device removal (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criterion hospitalization), migraine ("migraines"), hypertension ("high blood pressure") and pelvic pain ("pelvic pain"). The patient was treated with surgery (have to have hysterectomy) and surgery (have to have hysterectomy). At the time of the report, the medical device removal, uterine leiomyoma, migraine and pelvic pain outcome was unknown. The reporter considered hypertension, medical device removal, migraine, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: consumer mentioned a serious injury (hospitalization, required intervention and other serious ¿ important medical event) but did not specify it to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
E was initially received via regulatory authority (food and drug administration, reference number: mw5080029) on 19-oct-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of medical device removal ("medical device removal") and uterine leiomyoma ("multiple fibroids") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 11 months 12 days after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criterion hospitalization), migraine ("migraines"), hypertension ("high blood pressure") and pelvic pain ("pelvic pain"). On (B)(6) 2009, the patient experienced medical device removal (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criterion hospitalization), migraine ("migraines"), hypertension ("high blood pressure") and pelvic pain ("pelvic pain"). The patient was treated with surgery (have to have hysterectomy) and surgery (have to have hysterectomy). At the time of the report, the medical device removal, uterine leiomyoma, migraine and pelvic pain outcome was unknown. The reporter considered hypertension, medical device removal, migraine, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: consumer mentioned a serious injury (hospitalization, required intervention and other serious ¿ important medical event) but did not specify it to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.